Manufacturer narrative:
No manufacturer service request. Out of warranty, no manuf serv request.

Event description:
The customer reported the device alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The biomedical engineer replaced the data acquisition pcb to motor controller pcb board cable to correct the reported problem.